Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a pelvic floor repair and sling procedure. The pt's incontinence has worsened after the procedure. The physician plans to treat the pt's incontinence in the future with a standard sling procedure.